Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. A service history review revealed, no issues that could have caused or contributed to the reported issue. The reported condition was verified. The ultrasonic sensor calibration reading was out of specification. The cause of the condition was determined, to be the ultrasonic sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.